Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached greater than 950 mg/dl while wearing the pod between 4 and 24 hours. After realizing the pod was leaking the patient noticed the cannula had dislodged. Symptoms reported include hyperglycemia, upset stomach, vomiting, diarrhea, and felt unwell upon waking up. He felt like he was in dka so he called his significant other who took him to the hospital.. The patient was treated with 5 different IV's, one being insulin, pepcid ac - for nausea, water. No further information was provided on the call.